Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction on the 840 ventilator. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and upgraded the software to the current revision. The ventilator passed all calibrations and tests, and it was operating within mfg specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator had a blank graphical user interface (gui) display. There was no reported pt involvement.